Manufacturer narrative:
A ge rep confirmed the malfunction. It was determined that friction has built up between moving parts on the c-arm. The appropriate parts have been ordered. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the sys 9800 had displayed a distorted image during fluoro, when the c-arm moves through a certain position. There was no adverse pt involvement reported. There was no pt info reported.